Manufacturer narrative:
The customer¿s report that the syringe adapter set is snapping off at the tip was confirmed vented spike component separated from the upper fitment component. The customer¿s report that the syringe adapter set is snapping off at the tip was confirmed based on both the customer provided photo (showing the vented spike component separated from the upper fitment component of the pump chamber assembly) and inspection of the partial set. Visual inspection observed that the expected vented spike component was broken off from the upper fitment of the pump chamber assembly component and not received for inspection. Further visual inspection of the upper fitment of the pump chamber assembly noted the broken off mating piece of the vented spike component within. Inspection under magnification of the broken off mating piece surface observed the breakage to be rough and uneven. The nature of the breakage indicates a ductile fracture (vs. A brittle fracture) that is typically caused by an external lateral force. Functional testing was not performed due to the obvious damage. The root cause of the syringe adapter set snapped off at the tip was not determined.

Event description:
The customer notified bd with a reported issue that the syringe adapter set is snapping off at the tip.

Manufacturer narrative:
No product returned. Because no product was returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that the syringe adapter set is snapping off at the tip.